Event description:
It was reported that during a cardiac ablation procedure, the patient lost consciousness and experienced pericardial effusion with clot formation, followed by clot resorption. The procedure was aborted. The patient was not under general anesthesia. A puncture was performed for the pericardial effusion. The patient also required a blood transfusion. The event led to an extended hospitalizationof five days with echography control at 10 days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter product ID: 900311 product type: integrated needle/dilator product ID: 990063-020 product type: mapping catheter product ID: non-medtronic product product type: guidewire product ID: non-medtronic product product type: introducer product ID: non-medtronic product product type: introducer product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.